Manufacturer narrative:
The nk employee reported that during an onsite support visit, the central nurse's station (cns) spontaneously rebooted on its own at 12:31am on (B)(6) 2026. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nk employee reported that during an onsite support visit, the central nurse's station (cns) spontaneously rebooted on its own at 12:31am on (B)(6) 2026. No patient harm was reported.